Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that it was not possible to impact the dynamic hip screw (dhs) plate on the dhs screw. There was deformation of the upper part of the screw. This increased the operative time by an unknown amount of time. The screw and plate were removed and a new was used and they were able to implant the plate and screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information is unknown. Implant and explant dates: device was not implanted/explanted. Initial reporter phone number: (B)(6). No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.